Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse (cn) reported a dialyzer blood leak. Upon follow-up, the cn stated an internal dialyzer blood leak occurred within minutes of starting hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. The blood leak was visually observed in the red hansen tubing. Blood test strips were not used as the blood was visually noted. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss (ebl) was 300 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine was pulled from service and bleached, and has been returned to service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Event description:
A user facility charge nurse (cn) reported a dialyzer blood leak. Upon follow-up, the cn stated an internal dialyzer blood leak occurred within minutes of starting hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. The blood leak was visually observed in the red hansen tubing. Blood test strips were not used as the blood was visually noted. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss (ebl) was 300 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine was pulled from service and bleached and has been returned to service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During gross visual examination, a delamination was observed in the polyurethane (pu) to be extending from approximately 40° to 175°, with the ports at 0°, on the non-cavity ID end. Further visual examination did not identify any other damage or irregularities on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.